Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alert. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The customer was unable to clear the alarm and unable to rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.